Event description:
It was reported that the ventricular lead perforated the patient's ventricle during implant. Pericardiocentesis was performed. The physician elected to remove the lead and implanted an epicardial lead with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.